Manufacturer narrative:
H3, h6: the device, used treatment, was returned for evaluation. A visual inspection of the returned cutting block confirms the headed pin broke off. The broken piece was not returned with the device. This device exhibits signs of significant wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during tka surgery, the headed pin of a journey dcf ap fem cut blk 8 broke off. It was reported that no pieces fell into the patient. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem.